Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the dissector did not activate and the generator exhibited an error. They made a change of the device and the product worked without any further problem. Following the procedure, the jaw of the incident dissector was broken when they cleaned it. Photograph attached. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: the product was not returned. However, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The picture showed the waveguides had fractured. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instruction for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.